Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver charges and boot up. The global transmitter final functional test was performed and passed with no deficiency. Performed paring, calibration, performance, and range test: and they all passed. Downloaded the receiver log and the customer complaint of "loss of connection" was confirmed as there were several gaps (loss of connections) that are greater than 30 minutes present in the log. The root cause could not be determined post investigation because the complaint could not be replicated with the returned device.